Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer reported a sudden spike in signal 1 errors followed by a check luminometer performance error on their advia centaur xpt system. A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed and cleaned luminometer and did not observe any liquid. The cse also tested base dispense, and did not observe any leaks. The luminometer was refitted and dark counts were within specification. Quality controls (qc) recovered within range after the cse intervention. Siemens is investigating the issue.

Event description:
Two discordant, falsely elevated folate results, six discordant, falsely low prostate specific antigen (psa) results, and two discordant, falsely low prolactin results were obtained on ten different patient samples on an advia centaur xpt system. The discordant results were reported to the physician(s) and were questioned. All ten samples were repeated. The folate results recovered lower, the psa results recovered higher, and the prolactin results recovered higher. The repeat results were considered correct. A corrected report was issued for the folate results, the prolactin results, and for one of the psa results. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00409 on 06-oct-2020. Correction (12-oct-2020): siemens was notified about the discordant results on 17-sep-2020. Therefore, the date received by manufacturer in g3 of the initial MDR should be 17-sep-2020 rather than 11-sep-2020. Additional information (23-oct-2020): multiple signal 1 errors are indicative of an issue with the reaction within the luminometer, and any sample with a signal error would not produce a result. Intervention performed by the siemens customer service engineer (cse) indicated that the luminometer of the customer's advia centaur xpt was cleaned and instrument checks were performed. The customer also reported that the advia centaur xpt's aspirate probe 4 was partially blocked. Aspirate probe 4 aspiration is critical during the assay wash sequence prior to acid and base being delivered for result measurement. The potential cause of the discordant results was the clogged aspirate probe 4. The system is performing according to specifications. No further evaluation of this device is required.